Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the footprint anchor was fractured. Unknown if this occurred during a surgery. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Smith and nephew has not received adequate medical documentation to fully evaluate the complaint. Based on the limited information provided, the fractured anchor was removed from inside of the patient using tweezers. According to the report, the procedure was successfully completed without a significant delay using a back-up device. Since there were no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint would be re-assessed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw materials found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found two images of a fractured anchor next to the distal tip of the shaft of the handheld device. One image is a close-up view, and the other shows the whole device. A visual inspection of the returned device found that the device was returned outside of its original packaging. The anchor and sutures were not present. The distal tip of the handheld device has debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder rotator cuff repair the footprint anchor was fractured. The anchor was removed using tweezers. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.